Manufacturer narrative:
(B)(4). Correction/additional information: the device will not be returned back to baxter for evaluation. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Baxter has performed a trend review has been performed and there were similar reports made. Baxter will continue to monitor similar trends.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which there was an overinfusion that occurred with a patient. The patient started therapy for a 48 hour infusion. The device was filled with 5-fluorouracil and normal saline for a total fill volume of 92 milliliters. The infusor emptied in 30 hours (with more or less than 8 hours because the event occurred when the patient was asleep). There were clinical consequences that occurred. The patient was hospitalized after the event. The patient recovered and went home from the hospital the same day. There is no further complaint information available.